Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the green button was disengaged inside the packaging. The issue was discovered prior to use on the patient. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) post market vigilance (pmv) led an evaluation of one device. Visual inspection confirmed that the button was broken from the device within the sealed package. The root cause of the observed condition was determined to be a result of an assembly error. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.